Event description:
Device was opened sterile on to back table in or. Small cut in cover hanging below waist level when pulled up to sterile field. When moving back table again, table cover pulled down and multi longitudinal cuts were apparent.